Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 312 mg/dl. The patient reports receiving a communication error while wearing the pod.

Manufacturer narrative:
The returned device was evaluated and download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The device was paired to a master pdm, reset, and completed a 5u bolus. No abnormalities were observed in the rerun data. The smc measured within specification. There was no evidence of connection issues during the download and rerun process. No other damages or defects were observed during the investigation. The cause of the reported event could not be determined. There was corrosion and fluid residue observed on the chassis. Fluid was observed leaking from the cannula plug, indicating that it was incorrectly installed. It could not be determined if the incorrectly installed cannula plug contributed to the reported event.